Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Additional observations: ¿ deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported "we have a patient that will be using warranty for an upcoming breast procedure." Healthcare professional later reported "left is a baker grade 3" capsular contracture and reason for removal is "textured implants". This record is for left side. Device has been replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "textured implants" exchange and capsular contracture baker grade 3.

Event description:
Healthcare professional reported "we have a patient that will be using warranty for an upcoming breast procedure." Healthcare professional later reported "left is a baker grade 3" capsular contracture and reason for removal is "textured implants". This record is for left side. Device has been replaced.